Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient underwent open rives stoppa repair and mesh was placed in the retrorectus space the grips toward the peritoneal side. On post-operative (post hernia repair) day two, he developed a small bowel obstruction. Imaging demonstrated a small defect in the posterior sheath with a loop of small bowel incarcerated in the retrorectus space. This was confirmed at re-operation and a knuckle of non-ischemic small bowel was returned to the abdomen and the defect was patched with absorbable mesh. It seems that the grips may have decreased the possibility of the hernia reducing on its own. Medical or surgical intervention was needed to prevent a permanent impairment of a function - incarcerated and incarcerated bowel.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient underwent open rives stoppa repair and mesh was placed in the retrorectus space the grips toward the peritoneal side. On post-operative bowel obstruction 8 days (post hernia repair) due to an incarcerated loop of bowel in the retrorectus space. The grips being against the posterior sheath, seem to have contributed to the bowels incarceration in the defect that had opened in the posterior sheath. The bowel needed resection. The event led to an extended hospital stay. Two subsequent surgeries were performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.